Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the delphin fell off the tubing. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did cause delay in surgical procedure. There was no patient harm.

Manufacturer narrative:
Terumo did not receive the actual device; therefore, further investigation is necessary, thus reference codes method, results and conclusions. (B)(4).